Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon had inflated beyond the marker band. After implanting a 2.50 mm x 12 mm synergy drug eluting stent, a 2.25 mm x 15 mm nc emerge® balloon catheter was advanced for post dilation. However, when the balloon was inflated, it was noted that the balloon extended past the distal marker for approximately one third of the balloon length. The balloon was deflated and was removed. The procedure was then completed with a non-bsc device. No patient complications were reported and the patient's status was good.